Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found lens curved and red and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -15.0/+3.0/079 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated iop, and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient was under review for more than 3 months due to the fluctuation of iop. The doctor decided to discharge the patient on (B)(6) 2017 as the iop was 16 mmhg.